Event description:
A nurse reported that a patient received her 1st orthrovisc injection in her right shoulder and 2 days post injection, the patient lost her sight in her left eye for 15 minutes. The nurse reported that the patient knows that the procedure was experimental and not approved yet for use in the shoulder.